Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise that was over-sensed by the device and led to pacing inhibition. No intervention was performed. The patient was in stable condition.